Event description:
New information received notes that the device was explanted and replaced. Patient was recovering well and was discharged home.

Event description:
It was reported that when the patient presented in clinic after receiving alert, charge time out was observed. Cap maintenance was performed and device gave an audible pop and the unit gave another charge timeout message. Tachy therapy was turned off and the patient was placed in a life vest until device replacement.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.